Event description:
Reporter alleged discrepant blood glucose values of 66 mg/dl back to back with a result of 119 mg/dl when testing was performed 1 minute apart on the compact system. The location of the testing was not provided. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.